Event description:
A customer received an a positive result on a patient sample, but no anti-a was pipetted in the well, during reflex abo testing on the galileo instrument. The customer indicated they placed a new bottle of anti-a on the instrument and discovered a large bubble in the reagent.

Manufacturer narrative:
The customer stated, once the bubble was popped, anti-a was pipetted into the wells. Customer was advised that, when the probe touched the bubble on the reagent, the instrument sensed liquid and began pipetting. The galileo operator manual indicates, "inspect all reagents and controls for the presence of foam before placing on the instrument." Foam in the vial can cause liquid level detection (lld) feature of the pipetting system to aspirate the foam instead of reagent, which will produce incorrect results.